Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had loss of audio. Customer's blood glucose value was 110 mg/dl at the time of the incident. The customer was not assisted with troubleshooting. The customer stated that his pump volume has an issue already. The insulin pump was set to high and low volume but will the same volume. There was no difference at all. The device will not be return for analysis.